Manufacturer narrative:
This report is submitted on february 06, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).